Event description:
It was reported the sys had a communication failure and control panel error message. A communication fail error message will likely result in a system lockup, no boot, or shut down situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.